Manufacturer narrative:
Full literature citation: schallhorn sc, venter ja, teenan d, et al. Outcomes of excimer laser enhancements in pseudophakic patients with multifocal intraocular lens. Clinical ophthalmology. 2016;10:765-776. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on 6/7/2016 and the information included in this report was collected from a retrospective review of patients. All pertinent information available to abbott medical optics has been submitted.

Event description:
From literature: in this retrospective study, 782 eyes that underwent lvc to correct unintended ametropia after multifocal iol implantation were evaluated. Of all multifocal lenses implanted during primary procedure, 98.7% were refractive and 1.3% had a diffractive design. All eyes were treated with visx star s4 ir excimer laser using a convectional ablation profile. Refractive outcomes, visual acuities, patient satisfaction, and quality of life were evaluated at the last available visit. In one eye without inflammation or pain, a presumed sterile corneal infiltrate was observed on the first post-operative day. The patient was maintained oh his/her broad spectrum topical antibiotic and topical steroid was increased in frequency. In a group of eyes with surface ablation, 2.9% developed mild haze which cleared within 6 postoperative months. There was one case of epithelial healing requiring management with therapeutic contact lenses for 1 month and finally resolved without consequence. One patient suffered from recurrent erosion syndrome following bilateral prk, which also managed with therapeutic contact lenses and intense ocular surface lubrication. There were a proportion of patients experiencing severe difficulty with tasks requiring distance and near vision.the mean of starburst, ghosting/double vision, and dry eye have slight improvements. This report is for the excimer laser